Event description:
In 2003, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Postoperative computed tomography scans revealed aneurysmal sac enlargement. On november 28, 2006, the physician relined the limbs of the gore device with two wallgrafts.

Manufacturer narrative:
H3: the devices remain functioning in the patient. H6: a review of the manufacturing paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis contralateral leg component was also implanted (pcc141400/lot#023452701).